Event description:
The generator received error code 3 as soon as the generator was put into ready mode during the lap gastric bypass procedure. The case was able to be finished with no pt consequence using a second handpiece.